Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative inspected the imaging system on-site, and the reported behavior could not be replicated. The system functioned normally during testing. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system unexpectedly rebooted while the user was using the cranial application. The user attempted to boot the system back up, but it did not boot up normally. The system was shut down again and the issue was resolved, although the system performance was reportedly slow. The navigation system was used to complete the procedure successfully after a delay of 10 minutes. The patient was not impacted.

Manufacturer narrative:
Investigation of returned suspect computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A review of the software logs was unable to what caused the unexpected exit. There was an unexpected end of file when unpacking the logs, so the core file was not intact. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.